Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/22/2014 with the following findings: the keypad was found to be fully intact; no damage or peeling was observed. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad and between the bumper pad and the top. The returned battery cap was able to be fully secured to the pump and was used to complete all testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).